Event description:
A medtronic representative reported that a lumbar probe was damaged while being used in a spine procedure. The damaged probe was removed and a thoracic probe was used to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up with the site, reported the patient had very hard bone. RMA issued. Replacement lumbar probe shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, tip of the instrument is bent. Otherwise, the instrument appears to be in good condition. Physical damage, bent probe tip, directly caused the event.